Event description:
Pt experienced pain greater than 6 weeks to one year was enrolled in a prodisc-c clinical study and was implanted at level c6-7 on (B)(6) 2005. Pt experienced increased pain and intermittent parathesis in both upper extremities radiating through the hand and fingers with a slight tremor of bilateral extremities. Pt returned to surgeon for follow up visit. The primary care physician placed pt on medication. The surgeon recommended pt to have an MRI study completed. No implants were removed.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.